Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to be experiencing high blood glucose. They have changed their infusion set twice. They said that they called their doctor and they told the customer to take an insulin shot and that their insulin pump may not be working correctly. At the time of the incident, the customer¿s blood glucose was 300 mg/dl and their current blood glucose is 549 mg/dl. They reported that they were feeling tired but that they felt okay to troubleshoot. During troubleshooting for high blood glucose, they declined to check for any possible site/insulin issues because they said that they had already removed the cannula and their last two were bent and they feel that they could have bent during removal. When reviewing if there were any changes to their insulin pump programming, the customer said that their temp basal were changed. They said that they declined to review their most recent bolus history. The customer was assisted with performing the high-pressure test twice and the insulin pump passed. They were advised to change the entire set, reservoir and insulin and to treat per their doctor¿s instructions. The customer mentioned that their blood glucose ranged from over 300 mg/dl, 450 mg/dl, 550 mg/dl and over 600 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.874 inches. No under delivery noted during testing. No air bubbles noted during testing using a water fill test reservoir. Unit was received with minor scratches on case and minor scratches on lcd window.